Event description:
It was reported that the device exhibited early battery depletion, and the atrial and left ventricular (lv) leads exhibited high thresholds. The atrial lead was capped and replaced, and the lv lead was capped and replaced with a previously implanted lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 x2 leads implanted: (B)(6) 2006. (B)(4).